Manufacturer narrative:
(B)(4). D10: 15-105056 item name m2a 1 pc shell 38mmx56mm lot # 472470. 11-173661 item name m2a 38mm mod hd - 3mm nk lot # 627580. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 14 years and 5 months post implantation due to pain and elevated blood cobalt levels. During the revision metallic staining of the synovium was noted as well as hip pseudo-capsule. There was severe corrosion found at the head-stem taper. The stem was confirmed to be stable and well positioned. Head and cup were explanted without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial right tha. Patient had a clinic visit years later complained of pain and high cobalt levels. Cobalt levels measured again and remained high. Resulting in the patient undergoing a revision. During which scar tissue was noted, severe corrosion was found on the head-stem taper. Metallic staining of the synovium and hip pseudo-capsule noted. The stem was confirmed to be well positioned and stable. The cup and head were explanted. Patient reports leaking wound 3 days post op, patient was treated. The patient had several follow-ups and reports adjusting to rom and improving strength gradually. Patient reports no pain. No other complications noted. A definitive root cause cannot be determined. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.